Event description:
It was reported that in the ICU one hour after placing the catheter in the patient's internal jugular vein, the user found air bubbles from the junction hub when pulling negative air from the proximal lumen. As a result, the catheter was removed but not replaced as treatment was no longer needed. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.